Event description:
When one of a male pt's battery packs is placed in the charger, both the green "ready" and red "battery fault" leds are illuminated. When this same battery pack is inserted into the monitor, the battery icon displays a "?" And will not start the monitor. The faulty battery pack was replaced.